Manufacturer narrative:
The insulin pump had intermittent button response on the down arrow button due to moisture damage on keypad traces noted. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated she had been exercising intensely and none of the buttons were working. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.